Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wrist cable was loose. The procedure was completed with the same instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12-dec-2025: there wasn't any patient harm due to the event.